Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of 129 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options, noting the right atrial lead has also seen an increase in impedance but remains within normal impedance limits. Ts was later contacted again for information because the patient had been directed to go to a hospital via a phone call by cardiology, informing the patient that the rv lead was not working , and ts discussed new high, out-of-range shock lead impedance values of 148 ohms and the possibility of doing a commanded synchronous max energy shock for testing. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular lead exhibited high, out-of-range impedance values of 129 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options, noting the right atrial lead has also seen an increase in impedance but remains within normal impedance limits. The device and leads remain in service. No adverse patient effects were reported.